Manufacturer narrative:
Resmed has requested for the device to be returned. The device has not been returned to resmed. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a faulty/defective battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.